Event description:
It was reported that prior to a transcatheter aortic valve replacement (tavi) procedure, pre-close placement of the sutures was attempted in a heavily calcified right femoral artery using perclose proglide devices. Reportedly, during deployment of the initial four proglide devices through a 6-french sized access site, needle-to-cuff misses occurred. The sutures from two additional proglide devices were successfully deployed and set to the side. The access site was upsized to a 12-french than 18-french. After the tavi procedure, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding continued. The access site was rewired, the sutures were removed, and an attempt was made to use a prostar xl device to achieve hemostasis, but was unsuccessful. The prostar xl sutures were removed and hemostasis was achieved surgically. Due to difficulty preplacing the sutures and surgical intervention, there was an hour and a half delay in the procedure. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the prostar xl and proglide devices and is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use (IFU) states under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide devices and prostar xl device were filed under separate medwatch manufacturer report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed, because key components were not returned for evaluation. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.